Event description:
It was reported to nuvectra that a revision was performed due to a lead migration. During the surgery, the physician noticed the fractured anchors. Subsequently, the leads and anchors were replaced and the patient is doing well.